Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and the complaint is confirmed. Root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges it took greater force than usual to break open the collar of the peel away sheath and once open the sheath only "peeled" a short distance. Ultimately the sheath had to be cut, lengthwise, to complete the peel away maneuver and be appropriately extracted. No additional patient consequence to report.